Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Distal strut rows 1-7 were damaged with struts lifted. Proximal strut row 4 was lifted. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified and severely tortuous right coronary artery. Following pre-dilatation, a 2.75 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.